Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit leaking helium. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that copper fitting on the brass high pressure regulator was lose therefore the unit was leaking at rate of 30psi. To remediate this, the fse replaced the whole assembly and performed a leak test and was able to get it down to an acceptable range of 16 psi. The unit passed all tests and is ready for clinical use.

Event description:
N/a